Event description:
It was reported that when using the bd pyxis¿ medbank tower aux drawer 06 was having an issue opening. The nurses tried to pull medication from drawer 06. The drawer didn¿t open. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-nov-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 6 was failed to be open. The field service engineer (fse) released the back door from the main med station to inspect the drawer. Medbank/pix logs indicated that the power connection for drawer 6 had been unplugged during a previous visit. The fse reconnected the power back into the proper slot, restoring functionality. The system functioned as intended after the field service engineer (fse) resolved the issue.